Event description:
Towards the end of a 13 hr af/flutter ablation ep procedure, perforation occurred in the left atrium. It was evidenced by posterior effusion without the usual echocardiographic features of tamponade, and then stabilized. Stability was maintained in the ep laboratory using standard methods of medical mgmt and monitoring. After transfer to the ccu, the pt became clinically unstable and following prolonged CPR/resuscitation was transferred to surgery where surgical drainage was performed, a 2-3 mm perforation was identified, and the perforation was over sewn. The cause of the perforation is unk. While recovering in the ICU, normal function of the internal organs and stable sinus rhythm of the heart were noted. From the ICU, the pt was moved to the ccu where CPR/resuscitation was performed again. The pt expired from hypoxic brain injury systained during a resuscitation attempt. There were no allegations or reported malfunctions associated with the devices involved in the procedure which included; the agilis steerable introducer, the ensite navx mapping system, and an ibi cool-path irrigated ablation catheter. The agilis device ws discarded by the hosp and will not be returned.